Event description:
It was reported that the right ventricular (rv) lead was not pacing efficiently. During revision, the rv lead could not be at connected to the device header. The rv lead was explanted to resolve the event. Additional information was requested but was not available.

Manufacturer narrative:
The reported events of inability to connect lead to device header, high capture threshold, and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted throughout entire lead body. X-ray examination found over-torque of the inner coil at the connector region. All damage noted to returned lead was consistent with occurring at time of procedural. Is-1 connector dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all in specification.